Event description:
A report was received that during a lead revision procedure the patient was not cooperative. The physician explanted the patient's system. The patient is reportedly doing well after the explant.

Manufacturer narrative:
Device was explanted from patient. Additional suspect device components involved in the event: model: sc-2138-70 description: phase iii linear lead (70cm) model: sc-2138-70 description: phase iii linear lead (70cm) the product analysis report concluded that the sc-1110 implantable pulse generator passed visual inspection. The device passed the dc leakage test and residual gas analysis testing. The linear leads passed visual inspection. This is the final report.